Event description:
The patient was revised, because of anterior knee pain with some wear on the insert.

Manufacturer narrative:
Examination of the submitted devices confirmed expected wear for devices implanted for approximately 2-1/2 years. The investigation could not draw any conclusions about the root cause of the reported anterior knee pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.